Manufacturer narrative:
User error: the t:slim pump user guide states that insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels (no value provided), whenever the cartridge had 50u-70u of insulin left. The customer treated by changing out the cartridge and resuming insulin delivery. System check was performed with tandem technical support and no issues were found, however the customer mentioned that they were using cold insulin, instead of the recommended room temperature insulin. Tandem technical support advised the customer to use room temperature insulin with the pump. The customer will also consult with their healthcare provider regarding this issue.